Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempt have been unsuccessful. If additional information is obtained a supplement report will be submitted. Since no information has been received our investigation was limited and a definitive root cause could not be concluded.

Event description:
Medtronic received report that a coil was unable to be detached but was eventually detached. Upon evaluation, it was alleged that a piece of the pushwire remained attached to the coil that was implanted. The patient was not reported to have suffered an adverse event as a result of this.

Manufacturer narrative:
The report of non-detachment could not be confirmed. Although the cause for the event was reported to be ¿user error¿ by the treating physician, the nature of the error was not reported and further details could not be obtained. The detachable coil and instant detacher instructions for use (IFU) issues the following: direction for use: 12. Verify that the rhv is firmly locked around the implant pusher before attaching the i.d. (Instant detacher) to ensure that the coil does not move during the connection process. Ensure that the implant pusher is straight between the rhv and the i.d. (Instant detacher). Straightening this section of the implant pusher optimizes alignment to the i.d. (Instant detacher) 13. Hold the proximal end of the implant pusher at the distal end of the load indicator. Advance the i.d. (Instant detacher) over the proximal end of the implant pusher until the load indicator fully enters the funnel and the pusher is firmly seated in the actuator. 14. To detach coil, place the i.d. (Instant detacher) into palm and retract the thumb-slide back until it stops and clicks, and slowly allow the thumb-slide to return to its original position. Remove the i.d. (Instant detacher). 15. Successful coil detachment must be verified by fluoroscopic monitoring to ensure that the coil has detached. Slowly pull back the implant pusher while watching the fluoroscopy to make sure that the coil does not move. In the unlikely event the coil moves, repeat steps 12-14. If necessary, advance the implant pusher to re-establish the coil and catheter marker alignment. Verify coil detachment as above. 16. If you wish to confirm detachment, grasp the positive load indicator between your thumb and forefinger of your left hand and the proximal end of the implant delivery pusher with your thumb and forefinger of your right hand. Gently pull on the proximal end of the implant delivery pusher. If it moves freely from the hypo-tube, the system is detached properly. If it does not, repeat steps 13-15. Note: if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). 17. In the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. 18. Once coil detachment had been detected and fluoroscopically confirmed slowly withdraw the implant pusher from the micro catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.